Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer reported that they were having repeated errors on the left master controller. The customer had disabled the master tool manipulator left (mtml) prior to calling in the issue and were unable to take control of the arms. The technical support engineer (tse) advised that the system would have to be power cycled to resolve the issue. While the system was powered off, the left master was exercised while the surgeon side console (ssc) circuit breaker was cycled. The system restarted and they encountered the same error 23 fault, which was not able to be recovered. The customer had a second ssc available. The system was restarted and connected to the other ssc and the surgeon continued with the procedure. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the armrest harness and remote arm controller boards (rac1) to resolve the issue. The system was tested and verified as ready for use. Isi has received the rac unit and failure analysis (fa) has completed their investigation. The rac was installed into a test system, and the ssc powered up with no errors. Other tests were performed and all passed. The unit sat idle in normal for 30 minutes, and power cycles were performed for two hours with no issues identified. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: the customer converted after the start of the procedure due to repeated recoverable and non-recoverable faults. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.